Event description:
It was reported that during a laparoscopic cholecystectomy procedure when the surgeon fired the first clip the device jammed and would not fire. They completed the procedure with a new like device. There was no patient consequence reported.

Manufacturer narrative:
(B)(4). Lockout.